Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 6/2/2023, it was reported by a patient that an arthrex eclipse stemless humeral implant and convertible universal glenoid products were implanted during a shoulder replacement procedure on (B)(6)2023. The patient is experiencing a possible unspecified reaction. No further information has been provided. Additional information received.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the image submitted for evaluation from the field, it is evident that the screw was broken on the distal end. Consequently, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.